Event description:
It was reported the pt had ineffective stimulation coverage. Reprogramming efforts allegedly were unsuccessful at resolving the issue. F/u identified the pt will consult with his physician about a possible lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.